Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient became degraded and caused a patient to develop lung cancer related to a CPAP device's sound abatement foam. The patient did not report to receive medical intervention. After the first attempt to have the device and components returned for evaluation, customer hang up the call. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow up report will be filed. Section g1 was corrected, h6 was updated in this report.

Manufacturer narrative:
Additional information was received on october 02, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung cancer related to a CPAP device's sound abatement foam. Additional information was received about the alleged lung cancer. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience lung cancer. The patient did receive medical intervention in the form of infusions and radiation. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.